Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than or equal to 500mg/dl; the reporter stated the patient¿s blood glucose reading was ¿high¿ with associated symptoms of chest heaviness, rapid breathing and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting performed by animas customer support at the time of allegation revealed the patient¿s serious injury was associated with a training/misuse issue; the patient failed to bolus with insulin properly. This complaint is being reported because the patient experienced serious injury on insulin pump therapy associated with a training/misuse issue. Product return is not required.